Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that the device was bent in the anatomy resulting in preventing the shaft lumens from moving freely; thus resulting in the reported thumbwheel physical resistance / sticking and the reported difficult or delayed activation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Reportedly, the 8x100 mm absolute pro self-expanding stent system (sess) was advanced to the lesion and during deployment, the thumbwheel locked. The wheel was able to be unlocked by force and the stent was able to be deployed. It should be noted the absolute pro .035 peripheral self-expanding stent system instructions for use states: should unusual resistance be felt during initial rotation of the thumbwheel, prior to any of the stent starting to deploy, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. Failure to follow these instructions could result in failure to deploy, difficulties with deployment and partial stent deployment or deployment in an unintended location. In this case, it is unknown if any of the stent started to deploy therefore the force applied seemed to be a reasonable clinical response to the difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: corrected device available for evaluation from yes to no.

Event description:
It was reported that the procedure was to treat the right external iliac artery with thrombosis. The 8x100 mm absolute pro self expanding stent system (sess) was advanced to the lesion and during deployment, the thumbwheel locked. The wheel was able to be unlocked by force and the stent was able to be deployed. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code: 2017 - excessive force.